Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed eri (elective replacement indicator) was reached on (B)(6) 2010 approximately 49 months after implant. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned and analysis was inconclusive. The battery voltage showed an increased rate of decline. The root cause of the decline was not determined through analysis.

Event description:
It was reported that the patient's device went from a pre-elective replacement indicator (eri) condition to an end of service (eos) state too quickly. The device was removed and returned for analysis. A new device was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.